Event description:
In one day surgery, staff preparing for a case; battery did not work, failed before the two year replacement window. Manufacturer response for aspirator, (brand not provided) (per site reporter). Per bio med manufacturer instructed to discard and replace. Battery was recycled and a new one was ordered.